Event description:
It was reported that the patient's device was explanted (date not reported) due to infection at implant site. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.